Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 125 ohms. In addition, it was noted that the patient is performing patient initiated interrogations frequently, most recently exceeding the allocated five that can be performed in one week, triggering three yellow collection waves to appear on the patients home monitoring system. Technical services (ts) provided additional guidance and education on the home monitoring system and advised the patient to reach out to their physician with any additional concerns. The rv lead is currently under observation with the plan to continue to monitor at this time. No adverse patient effects were reported.